Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the conductor coils were deformed and fractured 500-505 mm from the terminal pin. Due to the location and type of damage, this damage is consistent with entrapment in the clavicle first rib region. The observed lead dislodgement could not be confirmed.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pace impdances greater than 2,000 ohms and high pacing thresholds secondary to lead dislodgement and a proximal lead fracture. The issue was confirmed via x-ray. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead is no longer in service.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.